Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during the initial fill cycle of peritoneal dialysis (pd) therapy. The patient stated that the supply bag disconnected without failing. The patient was advised to start over with new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. However, a supply bag disconnecting without falling is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.